Event description:
Reporter indicated that the patient began having an increase in seizures over the past 6 months. The patient was concerned that his device may be nearing end of service. It is unknown if the seizure increase is above the patient's pre-vns baseline frequency.